Event description:
The article "redo mvr required case due to structural valve deterioration 8 years after the initial mvr by a tissue heart valve" was reviewed. The article presented a case study of an 83-year-old female patient with mitral stenosis. It was reported that on an unknown date, a 31mm epic mitral valve was implanted for mitral valve replacement (mvr) along with a concomitant tricuspid annuloplasty with a 27mm tailor flexible annuloplasty ring. It was then reported 8 years post-procedure, the patient was diagnosed with dyspnea and heart failure due to severe mitral regurgitation. Echocardiography confirmed mitral regurgitation associated with structural valve deterioration. It was suspected that the leaflet seemed to have detached from the stent post by transesophageal echocardiography (tee). Patient received non-invasive positive pressure ventilation (nppv) and medication for hypotension, diuretic therapy was administered, and heart failure was managed. A decision was made to perform redo-mvr and during intervention procedure, it was observed that one leaflet was torn one third from the commissure which attributed to regurgitation. No inflammation was confirmed. The 31mm epic valve was explanted and replaced with a 31mm unknown valve. The patient was extubated on postoperative day 5 and left intensive care unit (ICU) on postoperative day 6. No abnormal findings was detected by the echocardiogram on postoperative day 16. The patient transferred to the rehabilitation facility on postoperative day 20. [The primary author was chieri inaba, dokkyo medical university, tochigi, japan].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: redo mvr required case due to structural valve deterioration 8 years after the initial mvr by a tissue heart valve.

Manufacturer narrative:
As reported in a research article, a 31mm epic mitral valve was implanted for mitral valve replacement (mvr). Eight years later, the patient was diagnosed with dyspnea and heart failure due to severe mitral regurgitation. Echocardiography confirmed that the mitral regurgitation was linked to structural valve deterioration. The patient received non-invasive positive pressure ventilation (nppv), medication for hypotension, and diuretic therapy to manage heart failure. A decision was made to perform a redo-mvr. During the procedure, it was found that one leaflet was torn one-third from the commissure, causing the regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information, the reported dyspnea, mitral valve regurgitation, heart failure, and hypotension appear to be related to the reported structural valve deterioration and torn cusp. However, the cause of the reported torn cusp could not be conclusively determined. The reported hospitalization, surgical and unexpected medical intervention were results of case-specific circumstances as medications were administered and another procedure was performed to explant the valve and implant another one. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: redo mvr required case due to structural valve deterioration 8 years after the initial mvr by a tissue heart valve.

Event description:
The article "redo mvr required case due to structural valve deterioration 8 years after the initial mvr by a tissue heart valve" was reviewed. The article presented a case study of an 83-year-old female patient with mitral stenosis. It was reported that on an unknown date, a 31mm epic mitral valve was implanted for mitral valve replacement (mvr) along with a concomitant tricuspid annuloplasty with a 27mm tailor flexible annuloplasty ring. It was then reported 8 years post-procedure, the patient was diagnosed with dyspnea and heart failure due to severe mitral regurgitation. Echocardiography confirmed mitral regurgitation associated with structural valve deterioration. It was suspected that the leaflet seemed to have detached from the stent post by transesophageal echocardiography (tee). Patient received non-invasive positive pressure ventilation (nppv) and medication for hypotension, diuretic therapy was administered, and heart failure was managed. A decision was made to perform redo-mvr and during intervention procedure, it was observed that one leaflet was torn one third from the commissure which attributed to regurgitation. No inflammation was confirmed. The 31mm epic valve was explanted and replaced with a 31mm unknown valve. The patient was extubated on postoperative day 5 and left intensive care unit (ICU) on postoperative day 6. No abnormal findings was detected by the echocardiogram on postoperative day 16. The patient transferred to the rehabilitation facility on postoperative day 20. [The primary author was chieri inaba, dokkyo medical university, tochigi, japan].